Manufacturer narrative:
Event problem and evaluation codes: gross visual examination of the returned product revealed a heavily fragmented blade. A broken fragment of the blade was returned along with the device, but does not represent the entire part missing from the blade assembly as visualized. The exact cause of extent of blade damage is unknown. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. (B)(4).